Manufacturer narrative:
Findings: pump received with no button response due to flattened esc button dome switch. No button error alarm during testing. Also received with scratched lcd window. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 159 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.